Event description:
It was reported that during a laparoscopic cholecystectomy procedure, when the device was going to be clipped at the cystic duct after a few firings, the clip was malformed. The device was fired without clamping the tissue, but scissoring occurred. The device stopped being used. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation. (B)(4).